Event description:
Keytruda drug spill occurred during infusion treatment. Background: patient arrived for keytruda treatment. Dual verification at the chairside was performed, drug and tubing were inspected no deficiencies found. Approx 15 mins into infusion, rn noticed puddle on the floor next to patient. Assessment: rn discovered drug was squirting in a pulsatile manner out of the lower y site of the tubing. Infusion stopped. Chemo spill protocol initiated. Patient and visitor notified and removed from the area; signage posted. Pharmacist was notified, inspected bag and tubing: approximated 25 ml spill, 25 ml infused, 50 ml remaining in bag. Bag and tubing with drug in it returned to pharmacy. Recommendation: tubing lot number (10)r23b11123, baxter 2c8541s expiration [redacted date] was sequestered by pharmacy. Pharmacy manager, [redacted name] and cpm [redacted name] were notified. Patient¿s oncologist, dr. [Redacted name] was notified, decision made to hold rest of today¿s dose. Patients will return in 3 weeks for next tx. Manufacturer response for IV tubing, (brand not provided) (per site reporter).